Event description:
A surgeon reports that during a postoperative exam, a pt complained of seeing double images. Upon exam, the surgeon identified a large scratch on the intraocular lens (iol). The iol was removed and replaced with a similar lens. Additional info has been requested.